Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(6) was returned for analysis for an unknown reason in unremarkable physical condition. The system controller was functionally tested and passed all testing without issue. Log files were downloaded and reviewed, and there was no indication in the log files of an issue with the system controller. The driveline was not connected to the system controller for the duration of data reviewed. Multiple attempts were made to obtain additional event information, but no response was received. No issues with the system controller were reported or identified. This complaint does not require a DHR review per investigation procedure. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported multiple products were returned for evaluation and/or disposal. (B)(6) belonged to patient ID (B)(6). No other information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.